Event description:
The customer reported ipc disk failure in a short time after installation. No patient injury was reported.

Manufacturer narrative:
Customer is not satisfied with the hidden risk in the machine and declares refusal against acceptance. Unfortunately, factory does not yet have permanent solution to the issue, we can only prepare the disks in the stock and expect the failure not coming again.